Event description:
After my switch from dexcom 6 to dexcom 7, I had failures with half of the sensors in the batch I was using. They would not pair. I reported each of them to dexcom, and expressed my anxiety about the matter. While they replaced each, no answer was given to me about whether it could be the batch of sensors I received. On february 27, this recurred, and I did not attach a new sensor until the support person was on the phone with me. He indicated that it had been correctly done. I am afraid to travel with this problem, for fear I will have more failures than supplies I bring. I had no such problems with the dexcom 6 sensors.